Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, patient (pt) reported he/she experienced an eye infection. Pt reported he/she only wears a lens on the right eye. Pt reported he/she experienced the same issue with 3 lenses from the box and went to his doctor for treatment. Pt reported he/she was prescribed antibiotics (isoptomax). A call was placed to the pt's eye care provider (ecp) for information regarding the pt's diagnosis and treatment. On 2016-10-17, the ecp reported the pt was diagnosed with bacterial conjunctivitis od and was prescribed an antibiotic. The ecp could not confirm the frequency of the medication prescribed and "believed it was used for 3-7 days." Multiple calls were made to the ecp for additional information regarding the pt's diagnosis and treatment. On 2016-11-07, the ecp provided additional information received from the pt as follows: the ecp advised the pt reported the event started on (B)(6) 2016 and the pt was seen on (B)(6) 2016 by the treating ecp. It was reported he/she used isoptomax three times daily for 10 days. It was reported the medication was not working and he/she was treated in the united states on (B)(6) 2016. It was reported he/she was prescribed medication neomycin and polymyxin b sulfate and dexamethasone ophthalmic suspension) and to use one drop every four hours. It was reported the infection resolved. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot j001452 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.